Event description:
It was reported that it appears that the tibial component may be loose. Exploratory surgery is scheduled. Additional information received: it was reported that patient complaint of tibial pain. The metal tray came out with the bone cement on it. The tibial side was replaced with a proximal tibia. The mrs distal femur was changed out as a routine procedure.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an x/s metal encap tray 180 lg st was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, functional, and material analysis evaluations could not be performed as no devices were returned. Medical records received and evaluation: a review of medical records by a clinical consultant could not be performed as better quality x-rays, op reports and a clinical history are needed. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as good quality pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that it appears that the tibial component may be loose. Exploratory surgery is scheduled. Additional information received: it was reported that patient complaint of tibial pain. The metal tray came out with the bone cement on it. The tibial side was replaced with a proximal tibia. The mrs distal femur was changed out as a routine procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.